Manufacturer narrative:
Summary of evaluation: the tibial insert cannot be evaluated for reported assembly difficulty as it has not been returned for evaluation, but rather remains implanted. Two requests for add'l info have been sent to the user facility. Info is unobtainable.

Event description:
Rptr states, "surgeon attempted to replace worn out tibial insert on a well fixed pca primary knee. After several attempts to engage central rail of baseplate it was determined the rail was different then the mating surface on the insert. The surgeon modified the insert and succeeded in having the insert remain seated." There was no adverse consequence to the pt.